Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - hled. It was stated the handle ring was broken. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. It was stated the handle ring was broken. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Defective part was replaced and device back to usage. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification due to handle ring broken what could be considered as technical deficiency, and in this way device contributed to the event. There is no information if the device was or wasn¿t being used for patient treatment when the event took place. Comparing the number of complaints registered to the number of sold devices, we conclude that the failure ratio of the investigated issue is low. A root cause analysis for the issue of broken handle rings was performed by the manufacturer¿s subject matter experts (sme) and according to their analysis; the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to an investigation by the sme at the manufacturer, the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The sme¿s report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). We believe that if the manufacturer¿s recommendation had been followed the reported situation would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).